Event description:
Meter name: one touch profile, strip name: unknown, meter code: unknown, strip code: unknown, strip strorage: unknown, strip code: unknown, strip storage: unknown, symptoms: no symptoms. The patient's neighbor reported that patient was not responding, while on call with lifescan. She called 911. Their meter allegedly was prompting "insert strip". The result on their meter was 24mg/dl when on call with lifescan. The result on the emergency medical technician meter was unknown. There was no comparison between patient's meter and emergency medical technician. Treatment was unknown. Emergency sevices arrived to help patient. Patient was taken to the hospital. No further information has been reported.